Manufacturer narrative:
Gehc recommended to replace the flow sensor. The customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, the unit had a flow sensor eeprom failure. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.